Event description:
It was reported that prior to use with bd vacutainer® sst¿ blood collection tubes the stopper was discovered to be missing. The following information was provided by the initial reporter, translated from chinese to english: when the nurse attached the blood collection label, he found that the cap of the vacuum blood collection tube had no stopper, so he replaced it immediately.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, thirty (30) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to improper assembly as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode improper assembly . Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd vacutainer® sst¿ blood collection tubes the stopper was discovered to be missing. The following information was provided by the initial reporter, translated from chinese to english: when the nurse attached the blood collection label, he found that the cap of the vacuum blood collection tube had no stopper, so he replaced it immediately.